Manufacturer narrative:
(B)(4). Concomitant products: dil cath: tazuna 3.0 x 15, cyclone 3.5 x 15; guide wire: filder fc, route, sion; guide cath: launcher ebu 1.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported balloon rupture was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after pre dilatation, the multi-link 8 stent was deployed at the proximal to mid left anterior descending artery (lad) at an unspecified pressure. During pullback of the stent delivery system (sds) into the guiding catheter under negative pressure, resistance was noted. Therefore, the pressure was changed to neutral and the sds was removed without resistance. Then, kissing balloon technique was performed with a non-abbott balloon at the first diagonal and the multi-link 8 sds at the mid lad. The multi-link 8 sds balloon ruptured during the first inflation at 7 atmospheres (atm). No additional treatment was performed. No adverse patient effects and no clinically significant delay of procedure was reported. No additional information was provided.